Event description:
The customer reported that while running an hbc assay, summit sample handler did not pipette sufficient sample/reagent into row e and no error message was generated. A field service engineer was dispatched and could not reproduce the problem. The engineer inspected the instrument and performed verification checks. No death or serious injury was associated with this event.